Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had 30% battery remaining in (B)(6) 2017; however, current battery remaining is 4%. There was no therapy delivered to account for the rapid battery depletion. Surgical intervention is scheduled for the end of the month. No adverse patient effects were reported. The device was explanted. This device is included in the november 5, 2018 sr-rx 1010 shortened replacement time advisory population.